Event description:
Patient voided out a fragment. Rub showed stent was fractured in half. Plan to remove and exchange. Proximal and distal curl will be remove (B)(6) 2013. A second stent will be placed. Additional information received (B)(4) 2013 - an acmi 4.5 stent was placed in the follow up procedure.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.